Event description:
It was reported that the atrial lead had a history of noise which could be easily reproduced. The system was previously set to dvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.